Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that two days after a patient with a pacemaker with right atrial (ra) lead had atrial undersensing and a very large farfield signal causing inappropriate atrial tachy response (atr) events. No symptoms reported and the physician decided to monitor and discharge patient. Boston scientific technical services (ts) discussed modified atrial based timing on ventricular sensing events leading and ventricle-ventricle timing on ventricular pace events. Additional information indicates that the source was undetermined and the patient will be monitored. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.